Event description:
A us distributor returned a monitor and reported monitor was unable to complete detect and treat testing due to functional issue.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) was confirmed due to u1004 and u1005 on the monitor¿s ca board being shorted, causing the monitor to be unable to start test or baseline. The root cause for the shorted components could not be positively identified. There was no adverse event that resulted from the damaged monitor.